Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced nerve damage, pain, infection, scarring, mesh erosion, exposed sutures, spotting, discharge, dyspareunia, urinary problems and recurrence. Excisions of the mesh, trimming of the exposed sutures and cystourethroscopy were performed.